Event description:
The orthopaedic or nurse has alleged that the material of the handle of their accolade impactor/ extractor is getting loose. He noticed this and removed the handle for the next operation because he was concerned that some material could stay behind in the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.